Event description:
A report was received that the pt had been burned by his precision charger. The symptoms of the burn were pain and redness. The burn was the size of the charger. The pt did not seek medical attention for the burn, but was explanted because of the burning, pain and discomfort associated with the devices.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. The charger 1.0 was not analyzed because the failure modes and associated causes are understood; bsn no longer manufactures or distributes the charger 1.0 device; and bsn has recalled all charger 1.0 devices. This is the final report.